Event description:
The customer reported that the device did not switch (power) on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device did not switch (power) on. There was no report of pt involvement. Philips fse evaluated the device and confirmed the complaint. The power and therapy pca were replaced to resolve the reported issue. The device passed all performance assurance test and was put back in service. Since multiple assemblies were replaced we were unable to determine which part caused the failure.